Manufacturer narrative:
The device has not been returned to the manufacturer for eval as the device is being retained by the reporting facility. A lot history review (lhr) of reya1327 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reya1327) have been reported from one mexico facility.

Event description:
It was reported that the catheter was introduced into the pt on (B)(6) 22 without incident or complications, radiographic control showed suitable location. On (B)(6), it was detected leakage of parenteral solutions through the union between the "butterfly" (suture wings) and the catheter, so we proceeded to extract and then it was detected that the distal tip of the 5cm mark just had 3.2cm, so the tracing detected that 1.8cm of the catheter is hosted in the newborn subclavian.